Manufacturer narrative:
New information: mentor received additional information indicating the explantation date was on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information indicating the explantation date was on (B)(6) 2018. The additional information also indicates the patient underwent removal and replacement with a saline mentor breast implant of unknown type. (B)(4).

Manufacturer narrative:
Mentor received additional information indicating the concomitant product was a saline mentor smooth round moderate profile 325cc, catalog # 3501650, s/n (B)(4). The additional information also indicates the patient underwent removal and replacement with a mentor smooth round moderate profile 325cc saline implant, catalog # 3501650, s/n (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior view. In addition a tear was observed within the crease measuring 0.2 cm on the anterior aspect. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.